Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was confirmed that the tip was fractured proximal to shaft electrode 2 and exposed wires were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture remains unknown.

Event description:
During the atrial fibrillation procedure, the catheter was connected, and after insertion into the patient, it was noted that the tip of the catheter fractured. The catheter was replaced, and the issue was resolved. The procedure was completed with no adverse patient health consequences.